Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead was oversensing noise on the rate/sense channel. Pacing was inhibited but did not result in asystole. A chest x-ray was performed and the lead was found to have dislodged. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.